Manufacturer narrative:
Device evaluated by MFR.: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
Same case as: MDR ID: 2134265-2016-01478. Majestic clinical study in (B)(6) 2014, the patient presented as an outpatient and was treated with antiplatelet therapy or given a dose prior to the index procedure. The target lesion was located in the left mid (superficial femoral artery (sfa) with 90% stenosis, was 50 mm long and a reference vessel diameter of 5.5 mm, and was classified as a tasc ii a lesion. The target lesion was treated with pre-dilatation and placement of a drug eluting stent (des) sfa stent. Following post-dilatation, residual stenosis was 0%. A previously implanted innova self-expanding stent was found to have 90% in-stent restenosis (isr). Percutaneous transluminal angioplasty (pta) was performed to treat the isr of the innova self-expanding stent. In (B)(6) 2016, a de novo stenosis was stented in the left proximal sfa. Subsequently, a 6 x 60 innova self-expanding stent was dilated and when the sheath was removed, a spasm of the sfa was observed and was subsequently dilated.